Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that while the user was handling the device, leakage occurred from the bending section cover, which led to water invasion of scope connector, causing abnormality of electronic parts. As a result, the reportable events occurred temporarily. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no video output. The screen display was half black and half white with a fuzzy gray line. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that no image was seen with a b30 scope communication error after aeration. It was also noted that the chip had no data and the bending section rubber failed the leak test. The bending section rubber had a hole and it was wet. The control body and scope connector was wet/dry after aeration. The scope connector edges were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.